Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported the patient was going to have their battery replaced because it would not charge. The patient stated they were only able to get 2 coupling bars at most. The patient stated they were told by a manufacturer¿s representative (rep) that the ins was not flipped because they would not be able to communicate with the implant using the patient programmer, which the patient was able to do. The healthcare professional (hcp) stated the ins pocket was too big because the old ins was so much larger than the new one, so it was possible that it flipped. The patient stated the hcp was ¿shoving it around¿really hard in an effort to obtain coupling, but they did not have an x-ray done to verify orientation. Surgery is scheduled for (B)(6) 2017. The patient was trying to charge the ins because they were trying to avoid having the ins go into over-discharge. It was reviewed that if the patient saw coupling boxes the device was not in an over-discharged state and the ins was still charging, just slowly. The patient stated they¿ve been trying to charge ¿all crunched up¿ for a long time in order to charge the ins. The patient said the stimulation turned off sometime last week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the doctor. It was reported that the patient's previous ins was replaced on (B)(6) 2017 due to an end of life battery, and that same pocket was used when the new ins was implanted. The patient had lost (B)(6) pounds between their initial implant in (B)(6) 2014 and the replacement surgery in (B)(6) 2017. The weight loss affected the recharging of the device because the pocket was too deep for the new implant. Recharging attempts were made with the manufacturer representative (rep) but were unsuccessful. On (B)(6) 2017 the pocket was revised, and the ins was not replaced because it was in good working order. Following the pocket revision the recharging issues and loss of stimulation were resolved. It was noted the patient's weight at the time of the event was (B)(6) pounds. No further complications were reported.